Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the jar lid was difficult to open. The sealing material was stuck to the glass jar, causing particles to drop into the glass during opening. The valve was therefore not used for the procedure. No adverse patient effects were reported.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the jar lid was difficult to open. The sealing material was stuck to the glass jar, causing particles to drop into the glass during opening. The valve was therefore not used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
H6. Product analysis: the valve was received at medtronic's quality assurance laboratory in a return kit fully submerged in clear 0.2% glutaraldehyde solution. Upon visual evaluation of the returned device, white particulate was observed in the glutaraldehyde solution. The white particulate appeared to be remnant material of the gasket seal. Of note, the original jar was not sent back. Conclusion: the device history record (DHR) was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A manufacturing assessment was completed. Based on the DHR and manufacturing assessment, no definitive root cause could be defined. It was confirmed the device complied through all manufacturing process requirements and inspection criteria specifications were met. A recent process improvement was implemented in february 2024 related to semi-automated solution dispenser in the transcatheter aortic valve replacement (tavr) primary packaging process. This semi-automated solution dispenser is intended to fill the valve container using a pedal and the equipment will automatically stop filling once the required solution level is met. It is widely believed this process improvement contributes to low-human dependency to properly fill the valve container with sterilant glutaraldehyde solution at the required level, and; therefore, leading to reduced occurrence in the future for potential issues related to this failure mode. Review of the events from march to august 2024, determined there is no adverse trend related to this failure mode. No new or unexpected device or therapy issue was identified. This failure mode/event is foreseen, within expected severity, documented in risk management file, and included in monitoring/trending. No other technical assessments are needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.